Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. The device was used for an off label indication as it was implanted for tardive dyskinesia. Section information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
Pouclet-courtemanche h., rouaud, t., thobois, s., nguyen, j-m., brefel- courbon, c., chereau, I., cuny, e., derost, p., eusebio, a., guehl, d., laurencin, c., mertens, p., ory-magne, f., raoul, s., regis, j., ulla, m., witjas, t., burbaud, p., rascol, o., damier, p. Long-term efficacy and tolerability of bilateral pallidal stimulation to treat tardive dyskinesia. Neurology. 2016. 86:1-9. Doi: 10.10.1212/wnl.0000000000002370. Summary: to confirm the efficacy and safety of deep brain stimulation (dbs) of the internal part of the globus pallidus in improving severe tardive dyskinesia (td). Reported events: patient 1: (B)(6) female patient with deep brain stimulation (dbs) for tardive dyskinesia (td) complained of pain related to connection cable traction within one year of implant. After the stimulator had been attached to the clavicle, the pain disappeared. This painful traction exerted by the cable connection was noted to be strongly related to the equipment and required re-intervention. Additional information has been requested from the corresponding author regarding event date, product information, and causes/factors, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The following device information was included in the article: lead model 3387 and implantable neurostimulators itrel ii model 7424 and/or kinetra model 7428 see attached literature article.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.